Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal delivery and the pump also alarmed with off no power. Customer's blood glucose was 199 mg/dl. Troubleshooting was performed. Customer was unable to complete the rewind sequence. Customer did not receive a low battery warning before the off no power alert. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.